Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the age of device and device identifier (UDI) are unknown. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. The manufacturer's technical service representative observed no external power alarms on 06jul2018, 07jul2018, and 08jul2018 during review of submitted log files. These alarms occurred while the vad system was connected to the mobile power unit (mpu) and potentially due to the mpu ac power cord coming loose. There was no interruption in pump support at the time of the event. Additional information was requested, but not provided.

Manufacturer narrative:
Log file evaluation confirmed multiple no external power events between (B)(6) 2018 to (B)(6) 2018, corresponding to alarms for low power hazard and no external power. However, a specific cause for this event could not be conclusively determined through this evaluation. The associated voltage values indicate that these events appeared consistent with a loss of power to the mpu. This could have been caused by the ac power cord disconnecting from the back of the mpu, the power cord being disconnected from an outlet or loss of power to the home. The system switched to the internal backup battery in the system controller and no interruptions in device therapy were captured. The remaining log file data was unremarkable. Multiple requests for additional information regarding the event were issued to the customer; however, no further information has been provided to this date. The patient remains ongoing and no further issues have been reported at this time. The heartmate 3 lvas instructions for use and patient handbook describe all alarms (visual and audible) and what action should be performed when they do occur. This includes the no external power alarm. These documents also caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.